Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The patient stated that the pump emitted a replace battery alarm and he replaced the battery four times with four different batteries, and each time the pump gives a no delivery message. The patient then removes the battery to silence the alarm and there is no error code given. The patient stated the pump is not working and will not deliver insulin. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/16/2013 with the following findings. One ¿replace battery¿ alarm observed in black box. The battery voltage at the time of the alarms was low. The black box shows partially charged battery was installed during battery change; the battery voltage was not fully charged. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with returned battery cap, no power loss or rebooting was duplicated. The battery cap contact height and width was found to be in specifications. The pump electrical current draws were tested and were within specifications. Pump cover was removed to investigate, no evidence of moisture or evidence of damage to power circuit observed.